Manufacturer narrative:
A review of the complaints database was conducted. Over the previous six months, no similar complaints were found related to this product family and no similar complaints related to part number. There were no other complaints found related to lot . A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.

Event description:
On (B)(6) 2022, a follow-up chest CT scan showed slight pulmonary bleeding and moderate pneumothorax around the puncture site. A guide wire was inserted along the electromagnetic navigation puncture needle, the skin opening was dilated, and a thoracic puncture tube was inserted along the guide wire. A fixed puncture tube with a depth of 15cm was left in the chest cavity, and an external drainage bucket was connected. A moderate amount of gas was extracted, and sterile dressing was used for dressing.

Manufacturer narrative:
UDI related data quality updates only.